Event description:
The customer alleged that she performed a control test and received a reading of 180 mg/dl. The normal control range was 90-124 mg/dl. No adverse events were alleged. The customer did not have the control solution with her at the time of the call, so further troubleshooting was not possible. The test strips are to be retuned for evaluation. Replacement test strips were sent to the customer.